Event description:
Rvtip to rvcoil lead impedance is below 200 ohms. The right ventricular (rv) lead exhibited low impedance and slightly decreased threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).